Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, after several inflations, the balloon ruptured. A drug-eluting stent was placed and the procedure was completed. There were no patient's complications nor injuries reported.